Event description:
It was reported that a minicap transfer set had flow issue; further described as "continued to flow even with the twist clamp closed". This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.